Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the tingling in their back and not feeling stimulation was a urinary tract infection. The cause of the patient feeling stimulation when they had a bowel movement was not determined. It was reported that the steps taken to resolve the reported issues was follow-ups and the issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they have only gotten 10-15% relief of bladder symptoms since implant. The patient reported that they had spoken with another patient services representative and it was doing pretty good; he could feel the tingling in back. The patient also reported that they didn¿t feel the stimulation currently. It was reviewed with the patient that the body could adapt to the stimulation and that the patient should focus on getting symptom relief. The patient also reported that when they had a bowel movement they felt the stimulation but it did not hurt. The patient reported that they found out they had a kidney infection on the day prior to the call (not alleged to be related to the device/therapy) and the patient wanted to know if the device would hurt it? The patient services representative did not ask for the circumstances that led to the reported issue and they walked the caller through how to position their communicator and the patient was able to connectto their current settings. The patient reported that they were at 4.4 volts and it didn¿t list a program. The patient increased the stimulation to 5.5 volts and they could feel stimulation. The patient was advised to monitor their symptoms for a couple days to see if they got better symptom relief and to follow up with their health care professional (hcp) regarding the kidney infection and having the implant and if it was normal to feel stimulation with a bowel movement. It was reviewed with the patient that different positional movements could make the patient more aware of the stimulation. It was noted that the patient¿s relevant medical history included constipation problems. No further complications were reported at this time.